Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an emergent abdominal aortic aneurysm rupture. Intravascular ultrasound revealed that the patient had a conical proximal neck that was 14 mm in length and that was angulated greater than 80 degrees. The patient had a short dilated left common iliac artery. The endurant iis bifurcate was implanted intentionally covering the small left renal artery. It was reported that, during the index procedure, one of the suprarenal struts of the endurant iis bifurcate did not adhere to the aortic wall after the struts were released. An angiogram revealed that the endurant iis bifurcate stent graft had a proximal type I endoleak. The physician elected to implant an endurant ii aortic cuff through the right femoral artery and the endoleak was resolved. Per the physician, the cause of the event was related to the lower than expected deployment of the bifurcated stent graft secondary to the unappreciated degree of angulation of the infrarenal neck no additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.